Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed proximal stent damage. Strut rows at the proximal end of the stent were misaligned and raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.5x24mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The distal part of the stent was advanced into the vessel when it was noted that the proximal end of the stent, which was still in the guide catheter, was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.5x24mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The distal part of the stent was advanced into the vessel when it was noted that the proximal end of the stent, which was still in the guide catheter, was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.